Event description:
It was reported that the balloon protector was left in the patient. The target lesion was in the right superficial femoral artery (sfa). A thrombolysis procedure was performed with a non-bsc device; however the balloon of the non-bsc device was "accidentally" inflated in the posterior tibial artery and the posterior tibial artery ruptured. A 3.0mm x 100mm x 150cm coyote balloon catheter was selected to treat the ruptured posterior tibial artery. The balloon protector was not removed during prep and the coyote balloon was inserted through an 8fr sheath. While trying to advance the balloon, resistance was encountered and the device was unable to be advanced further. Fluro images revealed that the balloon protector had become lodged in the posterior tibial artery. No flow was evident; however, there was still flow noted in the 2 other vessels below the patient's knee keeping the foot and leg perfused. The physician elected to abort attempting to repair the posterior tibial artery and left the balloon protector inside the patient. The treatment to the right sfa was completed. No further patient complications were reported and the patient's current status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).